Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter. Product return status: 1 device was not available to stryker for evaluation. Additional information: there were no remedial actions taken. This device is not labeled for single-use. Device not available for evaluation

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking; 1 event had no patient involvement; no patient impact.